Event description:
Harmed in face - skin [skin injury]. Splitting the brush from the device - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush harmed him in his face by splitting the oral-b toothbrush head from the device while he was cleaning his teeth. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.